Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. Also was implanted dsf1633/unknown. The sheaths were discarded at the facility and were not available for investigation. The additional information was requested but was not available. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). The gore clinical specialist reported that the physician looked to have a little resistance inserting other manufacture¿s 8 fr short sheath into the left leg. According to the IFU, do not attempt to advance the introducer sheath or dilator if resistance is felt. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to the other device.

Event description:
On (B)(6) 2020, the patient underwent treatment of an abdominal aortic aneurysm and a common iliac aneurysm with gore® excluder® aaa endoprostheses using two gore® dryseal flex introducer sheaths (dsf1245/(B)(4), dsf1633/lot unknown) and other manufacture¿s 8 fr short sheath. After all devices were successfully implanted, an angiography showed that the left external iliac artery was dissected. A bare metal stent was implanted in the left external iliac artery to repair the dissection, and the procedure was completed. The patient tolerated the procedure. The physician stated that he did not feel resistance while inserting the gore® dryseal flex introducer sheaths into the left leg. He was not sure when the dissection was created. Additionally, the patient¿s anatomy and vessel measurements were requested but were not available. The gore clinical specialist reported that the physician looked to have a little resistance inserting other manufacture¿s 8 fr short sheath into the left leg. The 16 fr sheath was a hospital stock and the lot number is not available.